Event description:
A report was received that the patient was experiencing intermittent stimulation due to high impedances noted on both leads. It was suspected that the patients leads were fractured.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Model number / catalog number: sc-2218-50, serial number: (B)(4), batch / lot number: 18363577, model / catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing intermittent stimulation due to high impedances noted on both leads. It was suspected that the patients leads were fractured.